Manufacturer narrative:
The report of a syringe sensor sizer issue is confirmed based on the field action. Customer received notification of the field action. Mechanical failure - design. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. This failure is being addressed through bd¿s corrective and preventive action processes.

Event description:
It was reported that 15892476 (3) 8110 syringe sensor sizer were malfunction. There was no reported patient involvement.